Manufacturer narrative:
Device evaluated by manufacturer: the product was received in good condition. The unit passed the mdu-5 plus basic functional test. No error messages were observed during the test. In addition, the unit successfully passed image and pullback test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2015-03843, 2134265-2015-04065 and 2134265-2015-03842. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a sled to perform automatic pullback. However, it was noted that the catheter was not recognized four to five times repeatedly. Also, it was noted that the automatic pullback could not be performed. The catheter was exchanged; however, it did not resolved the issue. The simulator was recognized. No patient involved.

Event description:
Same case as 2134265-2015-03843, 2134265-2015-04065 and 2134265-2015-03842. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a sled to perform automatic pullback. However, it was noted that the catheter was not recognized four to five times repeatedly. Also, it was noted that the automatic pullback could not be performed. The catheter was exchanged;however, it did not resolved the issue. The simulator was recognized. No patient involved.

Manufacturer narrative:
(B)(4).